Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2016 due to sepsis related to a pump pocket infection. The pump pocket infection was discovered upon autopsy and it was previously thought that the patient's sepsis was related to perforated bowel. It was reported that the device was operating within normal limits.

Manufacturer narrative:
No equipment was returned for evaluation as the device was not recovered. A direct correlation between the patient¿s outcome and the device could not be determined. The instructions for use lists pump pocket infection and sepsis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.